Manufacturer narrative:
Results: patient lesion morphology, heavily calcified lesion. No device or procedural images returned for evaluation. Conclusion: patient lesion morphology, heavily calcified lesion. No device or procedural images returned for evaluation. (B)(4).

Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a heavily calcified lesion. The device was inspected and prepped prior to use with no abnormality noted; however it was reported that force was required on the wire and to deliver the device to and across the lesion. It was reported that the balloon became "stuck" on the heavily calcified lesion. The balloon material became stretched and it was difficult to remove the device from the patient. However it was reported that no injury was caused to the patient. No clinical sequelae were reported.